Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. The customer changed the infusion set and resumed insulin therapy.